Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the gauge needle would not move when pressure was being applied with the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the device was broken in the connection between the y-adapter and the gauge. Based on the condition of the returned device, the reported defect of gauge reading inaccurate could not be confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Based on all gathered information, no further actions are considered necessary. The most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the gauge needle would not move when pressure was being applied with the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.